Manufacturer narrative:
Medical devices: gore® dryseal flex introducer sheath (will be reported separately); gore® viabahn® vbx balloon expandable endoprosthesis (lot #18208255; UDI # (B)(4). Both gore® viabahn® vbx balloon expandable endoprostheses were implanted in same area. (B)(4). A review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. The devices remain implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient presented with a thoracic aortic aneurysm and two conformable gore® tag® thoracic endoprostheses were implanted with no issues. While retracting a 24fr gore® dryseal flex introducer sheath the right common femoral artery was perforated. The patient became unstable due to blood pressure drop. A coda balloon was advanced to occlude the artery and a buddy wire was utilized to deploy two gore® viabahn® vbx balloon expandable endoprostheses in order to cover the perforated artery. The physician noticed under angiography the buddy wire had gone through the false lumen and the gore® viabahn® vbx balloon expandable endoprostheses were implanted in the false lumen. Attempts were made to gain access from the left common femoral artery. The plan was to crush the gore® viabahn® vbx balloon expandable endoprostheses in order to re-open the true lumen. However, the guidewire could not be advanced beyond the gore® viabahn® vbx balloon expandable endoprostheses. The patient hemorrhaged during these attempts and approximately ten units of blood were administered. The physician was unable to gain access to the true lumen. The patient expired.